Manufacturer narrative:
UDI: not available no specific product reported. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Hospital reported a fracture of a depuy screw-rod construct. Doi (B)(6) 2016. Fracture was diagnosed this week with help of imaging method. Hospital did not document/file ref-lot-numbers and is indicating that patient will contact depuy to ask whether there might be a material defect.